Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a generator and a handpiece. It was reported that when preforming preventative maintenance on the system she was receiving lower output than the acceptable range. The system was out of high coag specs. There was no patient present.